Manufacturer narrative:
(B)(6) 2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Drive unit pin on toothbrush is too short - oral-b [device breakage] . Brush head doesn¿t snap into place properly/brush head comes loose - oral-b [device connection issue] . Case narrative: consumer via e-mail stated that the drive unit pin on their oral-b toothbrush was too short and the oral-b toothbrush head would not snap into place properly on it. No injury was reported. 14-jun-2024 follow up via phone: the suspect product lot was 1ab02950839. The oral-b toothbrush head came loose. No injury was reported. 14-jun-2024 follow up via digital safety assessment survey: the consumer was a 69 year old male. No injury was reported.

Event description:
Drive unit pin on toothbrush is too short - oral-b [device breakage]. Brush head doesn¿t snap into place properly/brush head comes loose - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the drive unit pin on their oral-b toothbrush was too short and the oral-b toothbrush head would not snap into place properly on it. No injury was reported. (B)(6) 2024 follow up via phone: the suspect product lot was 1ab02950839. The oral-b toothbrush head came loose. No injury was reported. (B)(6) 2024 follow up via digital safety assessment survey: the consumer was a 69 year old male. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.